Manufacturer narrative:
Vyaire file identification: (B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Performed a uvt to factory specification. The unit passed all uvt test and a calibration was performed. After calibrated the unit a verification check was completed. 25 minutes of running, the were no longer active alarms. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela ventilator experienced came separated from the stand and was placed back on stand with tape, in addition to motor fault. The customer confirmed that there was no patient involvement associated with the reported event.